Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s grandmother, on (B)(6) 2025, they experienced feeling sick, vomiting, and shaky. The cgm reading was 87 mg/dl, and the patient was brought to the hospital. When a fingerstick was taken the cgm reading was 87 mg/dl, and the blood glucose reading was 457 mg/dl. The patient was admitted into the intensive care unit (ICU) and was treated with insulin (route unknown). After treatment the cgm reading was 100 mg/dl, and the blood glucose reading was 300 mg/dl. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The patient's glucose was checked at the hospital and it was reported to fall within the d zone prior giving insulin and c zone of the parkes error grid after being given insulin. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.